Event description:
It was reported the patient presented for implant procedure in atrial fibrillation. During surgery, the atrial leadless pacemaker (lp) dislodged to the azygos vein. Retrieval was attempted but unsuccessful. The implant attempt was abandoned. The patient was in stable condition.